Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead.

Event description:
Trial patient called stating that the right lead has pulled out of her body and was still connected to the ens. The patient noticed it when she got up off the commode this morning and felt it dangling. There was no symptom reported related to lead coming out. Support link was able to help her switch to the left lead and resume therapy. The patient was to follow up with hcp regarding lead that came out of the patient body. Patient has an appointment scheduled for (B)(6) 2016, but will call hcp before then. Patient also reported that she felt burning pain in the vaginal area when she voids. Patient confirmed that this was a preexisting condition that she's had for over three years. The pain was about the same as baseline and no worse since the start of the trial.